Event description:
The customer reported that the battery connector pins were bent.

Manufacturer narrative:
The customer reported that the battery connector pins were bent. The unit was evaluated at philips, and the failure was verified. Replacement of the battery cpa resolved this failure.